Manufacturer narrative:
Batch review performed on (b)(3) 2023. Lot 2315673: 10 items manufactured and released on 06-jul-2023. Expiration date: 2028-06-14. No anomalies found related to the problem. To date, 7 items of the same lot have been sold with no similar reported case during the period of review. Additional components involved: batch review performed on (b)(3) 2023. Liner: mpact dm 01.26.2856mhc double mobility hc liner 28/dmh (k092265) lot 2302834: 60 items manufactured and released on 12-apr-2023. Expiration date: 2028-03-27. No anomalies found related to the problem. To date, 38 items of the same lot have been sold with no similar reported case during the period of review. Ball heads: mectacer 01.29.243a sleeve size xl (k131518) lot 2308486: 10 items manufactured and released on 14-jun-2023. Expiration date: 2028-05-23. No anomalies found related to the problem. To date, 3 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 months after primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head, liner and option sleeve. The surgery was completed successfully.